Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. Testing results: qc 1: 2.2 inr, qc 2: 2.2 inr , qc 3: 2.3 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. The result of 5.8 inr alleged by the customer was not observed in the meter¿s patient result.

Event description:
The customer complained of questionable inr results from both coaguchek xs pro meter serial number (B)(4) and coaguchek xs pro meter serial number (B)(4) for 1 patient. From the data provided, only the results from meter serial number (B)(4) were reportable malfunctions. At 2:00 pm the inr result from the meter was 5.8 inr with a letter "c." At 2:21 pm the inr result from the meter was 4.1 inr. The customer was advised that the letter "c" message indicates that the meter believed the sample being tested was a control. The patient's therapeutic range is 2 - 3 inr. The patient is anemic and on (B)(6) 2018 their hematocrit was 31.1 percent. The patient had recently had pneumonia. The patient does not have antiphospholipid antibodies, is not on heparin, is not on direct thrombin inhibitors, no symptoms of bleeding or bruising, and is on no new medications. It could not be confirmed if the patient has had any recent changes in diet. The patient has had a change in coumadin dosage since last hospital visit. The change in coumadin was due to an alternative testing method result, no specific details were provided. Relevant retention test strips (lot 353499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.